Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed to support the 76 year old male patient who was admitted in with known coronary artery disease and plan for an angioplasty. The team placed the pump via the femoral to allow for the high risk percutaneous coronary intervention (hrpci). The pump did support for the hrpci and then remained on in the ICU for continued support. The patient showed urine color change on day 8 of the support. The team did acknowledge the hematuria could have been due to the foley catheterization and/or the known history of the benign prostatic hyperplasia. Hemolysis was not confirmed, rather hematuria that cleared on its own. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
Ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details.